Event description:
Caller alleged discrepant results (accuracy and precision) comparison of inratio test compared with lab results. Inratio low. Pt started inratio in july. Results as follows: meter-inr: 1.4, lab-inr: 2.3. Inratio precision data provided by end-user. Lot: july 26th: inratio 1.4. Aug 26th: inratio 0.9. Meter timed-out due to short in blood. Repeated test on same finger, was reason for low inrs. Tech svc advise use different finger for retest, and recommended scheduled training again with (B)(4).

Manufacturer narrative:
Inratio precision data provided by end-user. Lot: date: (B)(6) 2009, inr: 1.4; date: (B)(6) 2009, inr: 0.9. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user (called back with following results) : date: (B)(6) 2009. Inratio: 1.4, ref: 2.3, mean: 1.85, confidence-limits: 1.3-2.7. Summary: end-user reported low inr from inratio meter. Troubleshoot revealed tests done more than three hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours, there is a high possibility that discrepancies are due to changes in status of pt. Test technique was contributed to short of sample. Proper (testing) training was performed. Further testing not required at this time. Product deficiency was not established. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.